Event description:
Boston scientific crm received information that a shocking impedance greater than 125 ohms was detected for this device. It was noted that shocking lead impedance measurements were trending up since implant and may represent either a lead problem or a connection issue. A technical services consultant recommended bringing the patient into the clinic for review. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated. Subsequently, a latitude red alert was issued for a high shock impedance measurement. The patient was brought in clinic, where shock impedance measurements were found to be in the 80-110 ohm range, and pacing impedance measurements near 1300 ohms. With the shock vector programmed coil to can, some shock channel noise was observed when attempting isometrics. The shock vector was reprogrammed to a triad configuration, and shock impedance measurements dropped to the 66-70 ohm range. No noise was observed when aggressive isometric maneuvers were performed, and the shock electrogram was normal in appearance. Available information suggest that this device and rv lead remain in service with the shock vector reprogrammed in a triad configuration. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information was received that this device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.